Event description:
A metal on metal wright medical hip. Hip replacement infection begin with hip replacement in 2006. Result with becoming infected with increase pain to left hip preventing walking, causing three times hospitalized due to infection and surgeries with the last one on (B)(6) 2014 hip was removed and left out patient with antiboic ball was placed in hip. Patient ended up in wheelchair. Bones in left hip had to be broken to remove metal hip. IV antiboic was given to patient in hospital and home. Patient required home health. Toxic from hip cause the infection. Removed hip to prevent infection.